Manufacturer narrative:
An anterior chamber irrigation/evacuation of remaining visco/fluids was performed. (B)(4).

Manufacturer narrative:
(B)(6). The lens was exchanged on (B)(6) 2017. The problem was resolved. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). H6_work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.5/+1.0/043 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced excessive vaulting, elevated iop, significant reduction of irido-corneal angles, unreactive pupil (fixed), angle closure, and iris atrophy. On (B)(6) 2017 the patient also experienced lens opacity asco. The surgeon plans to exchange to a shorter lens for the patient. As of the day of MDR submission the lens remains implanted.